Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to the helix prematurely extended and caused damage to the heart tissue. The rv lead was suspected to be fracture. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to the helix prematurely extended and caused damage to the heart tissue. The rv lead was suspected to be fracture. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the prolonged procedure required to replace this lead during initial implant. Summary of the investigation: with the available information, bsc concludes the observation of stretched-out inner coil near the lead tip may have contributed to the irregularity in helix function but the root cause of lead fracture could not be identified. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Testing were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, we believe that the stretched-out inner coil near the lead tip may have contributed to the irregularity in helix function. Laboratory analysis was unable to conclusively determine the root cause of lead fracture base on normal lead resistance measurements. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Investigation conclusion: problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device.